Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the right ventricular (rv) lead was faulty and had malfunctioned and questioned if the deactivated lead should be removed. Follow up yielded no further information and the lead remains in the patient. No patient complications have been reported as a result of this event.